Event description:
It was reported that the li61aor intraocular lens was removed intraoperatively due to a bent haptic noted upon insertion into the patient's eye. The incision was enlarged to remove the lens, and another lens was implanted successfully. The patient prognosis is excellent. Please reference MDR# 1119279-2012-00284 for the delivery device.

Manufacturer narrative:
The lens has been returned to b+l and is currently under evaluation. Results will be submitted to the FDA in a supplemental report. Investigation of this event is in progress.